Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Fragment that fractured off the product was returned and examination of the returned piece determined that fracture surface of the tibia plate fragment showed that it fractured due to fatigue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: zimmer universal femoral component, catalog # 00584201602. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Age: patient's year of birth is (B)(6); month and day are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays and provided op notes. Review of the revision operative notes indicates that original inlay is absolutely fixed. A metal fragment of the tibial tray was observed and removed with the help of clamp. Review of the x-ray by private hcp indicates there may be evidence of loosening of the tibial component as well as possible hardware failure of the tibial component. There may be evidence of loosening of the tibial component with radiolucency seen along the lateral aspect of the hardware. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer uni knee bearing, catalog # unknown, lot# unknown; unknown zimmer uni knee femoral component, catalog # unknown, lot# unknown; unknown zimmer uni knee patella, catalog # unknown, lot# unknown. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient required revision due to a dislocated piece of metal that was found in the joint gap, which had broken out of the edge of the tibial plateau and came loose. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported. .